Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be a damaged air sensor assembly. To correct this condition, the air sensor assembly was replaced and recalibrated. If any additional information is received, a follow-up will be sent.

Event description:
During product evaluation by a baxter service technician, a flogard volumetric infusion pump was found to contain a damaged air sensor assembly. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.